Manufacturer narrative:
On (B)(6) 2018 the device was discarded and will not be returned. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after a radiofrequency procedure the patient experienced a reaction that were initially assessed to be burn marks at the puncture site. During the procedure it was noted that the physician injected 1-2 ml of trigon 400 mg/ml with saline through the cannulas. They did not use any skin preparation or dressing that could have gotten into the puncture site. The physician felt that marks were related to use of the cannula, and later assessed that he doesn't know the cause of the reaction but believe it could be an allergic reaction. The patient was administered a prescription for corticoid and the patient is doing fine. There is no further course of action.